Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 4 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve in valve procedure with a 29 mm sapien 3 ultra resilia valve due to stenosis. The 29 mm sapien 3 ultra resilia valve was implanted at a depth of 100/0 (aortic/ventricular) and there was no leak observed. The post gradient was 10-11 mmhg. Subsequently, additional information was provided and it was revealed that the patient was symptomatic and was in heart failure/cardiac arrest. The stenosis was noted to be severe. The aortic valve area (ava) was 0.5 cm2, and the mean gradient was 51 mmhg. There was also valve leaflet motion restriction and the patient had an ejection fraction (ef) of 33% with severe global hypokinesis. During the valve in valve procedure, the 29 mm sapien 3 ultra resilia valve was implanted slightly higher, but it was noted to be an ideal implant.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis and structural valve deterioration are potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve stenosis and valve leaflet motion restriction that resulted in a cardiac arrest which required the patient to undergo a valve in valve procedure were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In regard to the valve leaflet motion restriction, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. In this case, it was reported that the valve was potentially under expanded. Although a definitive root cause was unable to be determined at this time, the available information suggests procedural factors (under expanded valve) may have contributed to the event. In regard to the valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had restricted leaflet motion, which could prevent proper leaflet coaptation, resulting in stenosis. As such, the available information suggests that patient factors (restricted leaflet motion) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.